Event description:
It was reported to ge that the over table tube assembly moved rapidly without command. There were intermittent switch failures that could have caused the motion. The unit was repaired and returned to use. No injury was reported.